Event description:
Surgical procedure: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, washings via robotic assistance. Laparoscopic bilateral pelvic and aortic lymph node dissection via robotic assistance. Incident occurred during procedure. Complete lymphadenectomy was performed along the external, removing all lymph nodes. The obturator nerves was being dissected. In dissecting out the obturator nodes, it was noted that there was a spark from the proximal portion of the moving portion of the monopolar shears. The instrument was quickly removed and the protective coating (sheath/tip cover accessory) of the shear removed and inspected. Two 2 small defects (holes) were noted in this in addition to multiple small brown markings. This was preserved for later inspection. It was noted at this time that there was what appeared to be a thermal burn to the external iliac artery. A 5 mm rounded area of injury with a zone of blanching, measuring about 8mm proximal to this. Site marked with clips.